Manufacturer narrative:
Brand name: cook spectrum minocycline/rifampin impregnated five lumen central venous catheter set. (B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol_cap(B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
Two of the lumens on the device were oozing from the side yellow proximal port and not functioning. Due to the leak the patient was unable to receive their full infusion. No part of the device remained inside the patient. The patient did require additional procedure due to this occurrence - replacement of the central venous catheter. No other adverse effects to the patient were reported due to this occurrence.